Event description:
It was reported that the fluid warming device was alarming for low temperature. No patient injury was reported. No other information was provided with this complaint.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with the enclosure and front cover worn, microswitch is broken off. The customer stated problem was not duplicated. The visual and audible alarm was sounding because the microswitch has been broken off. Removed and replaced micro switch due to being broken off, changed the inter block o-rings, reflux plug o-rings, reservoir gasket. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: e4: correction: customer reported to FDA: no information.